Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3 lead extension set became occluded. The customer stated that the location was in the shortest limb of the trifuse. There was no patient injury or medical intervention associated with this event. Additional information was requested and was not available.